Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00310 and 2134265-2018-00309. It was reported that balloon rupture occurred the target lesion was located in the cephalic vein. A 10.0 x40 75cm gladiator¿ balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. Another 10.0 x40 75cm gladiator¿ balloon catheter was then advanced but still, the balloon ruptured during inflation. Subsequently, a 12.0 x40 75cm gladiator¿ balloon catheter was advanced for dilation; moreover, the balloon ruptured as well. The procedure was completed with a 12.0 x 40mm balloon catheter. No patient complications were reported and the patient was fine.

Event description:
It was further reported that no segment of the balloon was detached inside the patient after it ruptured.

Manufacturer narrative:
Describe event or problem , device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the device was returned for analysis. The balloon was unfolded which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 3mm proximal to the proximal end of the proximal marker band and extending across the balloon material distally for approximately 55mm. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).